Manufacturer narrative:
.

Event description:
A manufacturing representative reported that there was a shocking sensation experienced in (B)(6) 2016. There were no falls or traumas related to the issue and it was not related to positional movement as it was not correlated with a certain position. The patient was not experiencing symptoms when the implantable neurostimulator (ins) was off. The patient was receiving intended therapeutic effect. The patient was programmed on the right side at 6-c+. Impedance measurements were taken. Impedance while sitting was c/4-924, c/5-914, c/6-756, c/7-1643, 4/5-1139, 4/6-1338, 4/7-2288, 5/6-1094, 5/7-2327 and 6/7-1856. Impedance while standing was c/4-951, c/5-960, c/6-986, c/7-1709, 4/5-1158, 4/6-1453, 4/7-2327, 5/6-1198, 5/7-2336 and 6/7-1856. Left side programming was unknown. Impedance while sitting was c/0-2044, c/1-708, c/2-756, c/3-777, 0/1-1565, 0/2-2159, 0/3-2366, 1/2-819, 1/3-1043, and 2/3-864. Impedance were going to be checked in different positions and review historical impedance. Sometimes the sensation went away right away and sometimes it lingered and there was nothing he could do to alleviate it. Right lead was set to c+10- to see if this would produce sufficient clinical results. The healthcare professional was going to check in with the patient the week of (B)(6) 2016 to if the shocking sensations had resolved. The patient's indication for use is essential tremor and movement disorders.

Event description:
Additional information received from rep reported that the patient had an appointment on (B)(6). Patient continued to feel the shocking down his left arm and it was positional. The healthcare provider made the decision to replace the extension, ins and pocket adaptor. The surgery was scheduled for (B)(6). The impedance read: left c <(>&<)>0 2167 c <(>&<)> 1 813 c <(>&<)> 2 799 c <(>&<)>3 764 0 <(>&<)>1 1605 0<(>&<)>2 2214 0<(>&<)>3 2408 1<(>&<)>2 846 1<(>&<)>3 1061 2<(>&<)>3 851, right c<(>&<)>4. 990 c<(>&<)>5 944 c<(>&<)>6 1036 c<(>&<)>71748 4<(>&<)>5 1108 4<(>&<)>6 1524 4 <(>&<)>7 2400 5<(>&<)>6 1175 5<(>&<)>7 2311 6<(>&<)>7 1908.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.